Event description:
It was reported that; on (B)(6) 2016, surgery was performed. After inserting the cage, the surgeon corrected the inclination of the cage. Then, the surgeon felt the unstable connection of the cage and inserter. The surgeon extracted the cage and found that the cage is connected obliquely to the inserter. The surgeon exchanged the cage and finished the surgery.

Manufacturer narrative:
Device history review; complaint history review; risk assessment. Per email correspondence with the sales rep, it cannot be confirmed whether the inserter was in the locked position prior to inserting the cage. It is unknown if there was any noticeable damage to the cage or the inserter. The inserter was impacted while in the lock position. It is unknown if the disc space trialed for size prior to selecting an implant. The root cause of the reported event cannot be determined conclusively.

Event description:
It was reported that; on (B)(6) 2016, surgery was performed. After inserting the cage, the surgeon corrected the inclination of the cage. Then, the surgeon felt the unstable connection of the cage and inserter. The surgeon extracted the cage and found that the cage is connected obliquely to the inserter. The surgeon exchanged the cage and finished the surgery.